Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (component code, investigation findings, investigation conclusions). Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. The most likely cause is patient factors, including diabetes mellitus (dm).

Manufacturer narrative:
The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through patient support and investigation that a patient with a 25mm 3300tfx aortic valve implanted for 4 years 5 months underwent a valve-in-valve procedure due to calcification and stenosis. The patient was brought to the hospital with heart failure nyha iii. The patient underwent a valve-in-valve procedure. The tavr was performed with a non-edwards device. The patient did well. Per medical records, tee showed leaflet thickening with severely restricted leaflet opening. CT confirmed severe aortic leaflet calcification. The patient underwent a tavr utilizing a 29mm non-edwards device. The procedure was completed without any significant complications and patient was transferred to pacu.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (type of investigation). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.